Event description:
Hanger pins are allegedly broken on both sides. The right side both pins are allegedly broke and the left side the top pin is allegedly broken. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9xt serial number/date code (B)(4) is approximately 2 years and 6 months old. The user manual part number 1056953 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.